Manufacturer narrative:
Product identification records for the alleged gore device was not provided. Therefore, a review of the manufacturing records could not be performed. (B)(6). It should be noted that although the brand name and lot# of a gore device has not been provided, the instructions for use for the vast majority of gore¿s eptfe patch products that are indicated for the reconstruction of soft tissue deficiencies include the following warnings among others: ¿possible reactions with the use of any tissue deficiency prosthesis may include, but are not limited to, contamination, infection, inflammation, adhesion, fistula formation, seroma formation, hematoma, and recurrence.¿

Event description:
It was reported to gore that the patient underwent a hernia repair (type unknown) on an unknown date, whereby an alleged ¿gore-tex¿ device was implanted. The complaint alleges that on (B)(6) 2014, an additional procedure was performed whereby explant of the gore device was performed. It was reported the patient alleges the following injuries: additional surgery, mesh removal, infection. Additional event specific information was not provided.

Manufacturer narrative:
Added additional medical history. Updated product brand name. Added implant date. Changed to yes. Conclusion code remains unchanged. Added medical record information. Additional/revised details regarding the patient's clinical course were ascertained from a review of medical records and are as follows: records prior to 11/11/2013, including records for the incarcerated ventral hernia repair performed in june of 2012, were not provided. Additionally, there are no records detailing the origin of the incisional hernias or for the prior multiple abdominal procedures performed on this patient. Records dated on (B)(6) 2014 state the patient was seen for a ventral hernia. ¿she has a longstanding history of ventral hernia, apparently originating from a bowel resection surgery for crohn¿s in 2001 by her report. She had surgery for what sounds like an incarcerated hernia in reno in june of 2012. She has had recurrent symptoms of pain along the incision for the last six months.¿ ¿I think the first priority for [the patient] is weight loss. She is morbidly obese and she is at high risk for secondary hernia recurrence in the absence of weight loss prior to any surgical intervention.¿ records for the hernia repair performed in june of 2012 were not provided. Records dated on (B)(6) 2014 state the patient was seen for follow up. ¿patient here for refill of her medications. Stopped metformin as she didn¿t think she needed to continue it. (History of pco). Also concerned about ventral hernia which is causing more discomfort when she walks or sits up. Saw a surgeon last fall who would not operate until she had lost weight. Patient interested in second opinion.¿ weight is noted as 225 lb with a body mass index of 38.62 kg/m². Exam notes state: ¿obese, soft, with 3cm ventral hernia. Reducible. Abdomen nondistended with normoactive bowel tones. No hepatosplenomegaly or mass palpated.¿ operative records dated on (B)(6) 2014 state the patient underwent ¿mesh repair of multiple abdominal incisional hernias.¿ findings state: ¿the patient has many abdominal incisional hernias along the midline from previous laparotomy wound. The patient is morbidly obese and these multiple incisions made the procedure required to be a -22 [sic] due to the extensive adhesions within the abdomen from previous mesh repair. Portions of that mesh have to be removed, which prolongs the procedure much longer than the usual ventral herniorrhaphy. This added 1 hour to the operating time.¿ on (B)(6) 2014 operative report states: ¿an incision is made directly overlying the hernia site. This was carried sharply down through the skin and subcutaneous tissue. The hernia is encountered. Palpation from within the abdomen reveals multiple other hernias. The incision is therefore extended. The old prolene appearing mesh is encountered and prolonged and tedious dissection is required to eventually excise this mesh from the abdomen. The incision requires extension both superiorly and inferiorly because of the palpation of additional hernias from within.¿ on (B)(6) 2014 operative records continue: ¿eventually all the hernias are joined into one large incision. A large piece of gore-tex dualmesh plus is brought up onto the field and then sutured into a retro abdominal wall position with interrupted horizontal mattress sutures of 0 prolene. The wound is now irrigated with strong ancef solution. The subcutaneous tissues closed with interrupted 2-0 pds and the skin with staples.¿ product identification records for the alleged gore device were not provided. Additionally, implant and product identification records for the ¿prolene appearing mesh¿ encountered during the procedure were not provided. Discharge summary records dated on (B)(6) 2014 state the patient was admitted on (B)(6) 2014 and underwent ¿mesh repair of abdominal incisional hernias.¿ discharge diagnosis states: ¿recurrent abdominal incisional hernia with multiple incisional hernias.¿ records dated on (B)(6) 2014 indicate the patient was seen for complaints of abdominal pain for the past month. ¿large scar noted of mid abdomen, appears well-healed.¿ the records indicate an ultrasound was ordered. Records dated on (B)(6) 2014 indicate an abdominal ultrasound was performed for an indication of ¿failed abdominal wall hernia repair. ¿there is a midline ventral abdominal wall defect consistent with pateint¿s known hernia. The defect measures approximately 7 cm in greatest transverse dimension. Multiple bowel loops are seen within the hernia, which are noted to peristalse normally. No fluid collection is identified. More superiorly, at the level of the left hepatic lobe there is linear artifact within the scar which could represent a surgical clip.¿ ¿impression: bowel containing ventral abdominal wall hernia with a 7 cm abdominal wall defect.¿ records after 2014 indicate continued complaints of abdominal pain. Records dated on (B)(6) 2015 state the patient was seen for evaluation of an incisional hernia. ¿patient has had numerous abdominal surgeries. Patient recently had a complex abdominal wall hernia repair performed by dr. (B)(6). Patient had open repair with mesh. Mesh subsequently became infected and needed to be removed. Plan was for a component separation repair performed by dr. (B)(6) but this plan was aborted. Mesh was removed and abdominal wall was left open. Wound vac was used for a number of months to finally close the wound completely. Patient once again has a large bulge which is quite uncomfortable.¿ records dated on (B)(6) 2017 state the patient was seen for right-sided abdominal pain and cramping. ¿patient states that she has a history of crohn¿s disease with prior appendectomy and small bowel resection. She then describes a series of abdominal wall hernia surgeries. She states that she has had a chronic mid to right sided abdominal hernia.¿ past surgical history is noted as small intestine surgery (colectomy) due to crohn¿s in 2001, exploratory laparotomy with oophorectomy in 2007, ventral hernia repair with mesh on (B)(6) 2014, and repair of a reducible incisional hernia with removal of infected mesh on (B)(6) 2014. Discharge records dated on (B)(6) 2017 state the patient has ¿¿a history of a complicated ventral hernia surgery about 2 years ago. The surgery was complicated with a wound infection. Patient had a wound vac for a long time. But after that her pain was resolved she continued to have the hernia. Once month ago patient started having pain at the hernia site again.¿ the records indicate the patient was admitted on (B)(6) 2017 for evaluation and treatment of abdominal pain. A potential relationship, if any, between the alleged injuries or complications and the gore device is unclear from the provided information at this time. It should be noted that the gore dualmesh® plus biomaterial instructions for use includes warnings and addresses the following adverse reactions among others: ¿possible adverse reactions with the use of any tissue deficiency prosthesis may include, but are not limited to, contamination, infection, inflammation, adhesion, fistula formation, seroma formation, hematoma, and recurrence.¿ the gore dualmesh® plus biomaterial instructions for use also states: ¿strict aseptic techniques should be followed. If an infection develops, it should be treated aggressively. An unresolved infection may require removal of the material.¿ w.l. Gore & associates, inc. (Gore) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by gore, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Blank fields present on this report include required fields and fields determined to be not applicable. Blank required fields indicate that the information was not provided, was deemed unavailable or was not applicable. This report does not constitute an admission or a conclusion by FDA, gore, or its associates that the device, gore or its associates caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the report and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
Updated date. Updated results code for sterilization evaluation. Conclusion code remains unchanged.

Manufacturer narrative:
Previous patient code (1930) was reported based on the original complaint and are no longer applicable per gore¿s investigation. This claim was withdrawn, and the alleged product complaint is no longer being pursued at this time. No further investigation is required at this time. In the absence of additional information or medical records from the complainant, this event file will be closed with the information provided. Medical records: the known medical records span (B)(6) 2015, and not all records received in this time span are relevant to gore® dualmesh® plus biomaterial. Patient information: medical history: hypertension crohn¿s disease diabetes mellitus smoker ¿ 1 pack/day x 15 years obesity ­ (B)(6) 2014: 225 lbs., bmi 38.62 2005: ¿2 large hernias above the umbilicus in the old incision¿ prior surgical procedures: 2001: ¿small intestine surgery¿ 2007: exploratory laparotomy with oophorectomy 2012: incarcerated ventral hernia repair. Implant preoperative complaints: (B)(6) 2013: CT abdomen: ¿several surgical staple lines within the small intestine. Possible short-segment mild inflammation in the distal ileum extending to 1 of the staple lines.¿ ¿two fat containing ventral hernias. One of these appears to contain omental fat and appears to tether the mid transverse colon to the anterior abdominal wall resulting in a functional stricture. No bowel is present in either of the hernias. There is a long segment of thick-walled jejunum without focal mass, stricture or definite evidence of active inflammation.¿ (B)(6) 2014: ¿she has a longstanding history of ventral hernia, apparently originating from a bowel resection surgery for crohn¿s in 2001 by her report. She had surgery for what sounds like an incarcerated hernia in reno in (B)(6) 2012. She has had recurrent symptoms of pain along the incision for the last six months.¿ ¿I think the first priority for [the patient] is weight loss. She is morbidly obese and she is at high risk for secondary hernia recurrence in the absence of weight loss prior to any surgical intervention.¿ ¿ (B)(6) 2014: ¿also concerned about ventral hernia which is causing more discomfort when she walks or sits up. Saw a surgeon last fall who would not operate until she had lost weight. Patient interested in second opinion.¿ (B)(6) 2014: ¿several month history of painful abdominal incisional hernia while living in olympia recently in november of 2013 she was seen and an abdominal CT scan was which showed actually 3 hernias. Tiny one in the umbilical region and 2 large hernias above the umbilicus in the old incision which was performed in june of 2005 for what sounds like abdominal and strangulated abdominal incisional hernia.¿ implant procedure: ¿mesh repair of multiple abdominal incisional hernias.¿ implant: gore® dualmesh® plus biomaterial (11592836/1dlmcp08) 26 cm x 34 cm, oval. Implant date: (B)(6) 2014 [hospitalized from (B)(6) 2014 through (B)(6) 2014] description of hernia being treated: ¿an incision is made directly overlying the hernia site. This was carried sharply down through the skin and subcutaneous tissue. The hernia is encountered. Palpation from within the abdomen reveals multiple other hernias. The incision is therefore extended. The old prolene appearing mesh is encountered and prolonged and tedious dissection is required to eventually excise this mesh from the abdomen. The incision requires extension both superiorly and inferiorly because of the palpation of additional hernias from within. Eventually all the hernias are joined into one large incision.¿ implant size and fixation: ¿a large piece of gore-tex dualmesh plus is brought up onto the field and then sutured into a retro abdominal wall position with interrupted horizontal mattress sutures of 0 prolene.¿ post-operative period: [one week] ­ (B)(6) 2014: ¿patient has significant amount of drainage from her midline laparotomy incision. It appears to be serosanguineous [sic] at this point she is not changing the dressing frequently she is wearing an abdominal velcro binder. The mother is apparently caring for the patient while she recovers from surgery I told the mother to be sure this dressing is changed at least 4 times a day and gave him [sic] a prescription for additional abd dressings an additional velcro abdominal binders [sic] I will see her back next tuesday in the office. I explained to the patient and her mother that with this drainage is that it is at increased risk for wound infection. Unfortunately the patient is a smoker of one pack per day also increases her risk of wound complications and infection.¿ ­ (B)(6) 2014: ¿she is a week and a half post ventral hernia repair with mesh. When I saw her last week there was a moderate amount of serosanguineous [sic] drainage. This has slowed down significantly. On physical exam the wound is healing appropriately is no evidence of infection at this time I told the patient and her family to continue frequent changes of the dressing and went [sic] to see her back in 3 days time.¿ relevant medical information: (B)(6) 2014: ¿midline wound has a seroma several staples removed and a portion of the skin in the mid portion of the wound is open cotton-tipped swab was inserted a rush of serum escapes samples of which are taken for gram stain culture and sensitivity. We will arrange for a wound care clinic referral. The patient and family are informed that this increases the risk of infection of the gore-tex mesh which if it occurs likely would require removal at [sic] that mesh. The patient is diabetic and admits to smoking at least one half pack cigarettes a day which are clearly contributing to poor wound healing.¿ (B)(6) 2014: wound culture: ¿light growth staphylococcus species, not aureus.¿ (B)(6) 2014: ¿patient is s/p ventral hernia repair with mesh and then developed what appears to be a seroma.¿ ¿upon exam and dressing removal found midline incision with open draining wound anterior to the umbilicus. The wound opening is 1.3 cm x 0.7 cm with loose tan slough visible. There are 3 staples anterior to the wound opening that would benefit from being removed. One is not across the incision and two others are bridging the incision with no contact to the wound edges.¿ ¿no wound odor or clinical s/s of infection.¿ (B)(6) 2014: ¿amount of serous drainage from the wound has decreased markedly. I explained to her that if the gore-tex mesh becomes infected graft to be removed and then the best solution after that would be a component separation repair of abdominal wall.¿ (B)(6) 2014: ¿on examination today av gore-tex mesh is clearly visible and the opening midportion of her laparotomy incision w/ some drainage coming from it. She has an appointment to see a plastic surgeon dr. Todd wilcox (B)(6) 2002 whom I referred her to regarding the likely necessity for removal of the gore-tex mesh w/ conversion to an open component separation procedure because of the infection of the gore-tex. Pt continues to smoke and I told her to have her cigarette smoking completely discontinued by the time she sees dr. (B)(6) on monday for (B)(6) 2002 in preparation for surgery.¿ explant preoperative complaints: (B)(6) 2014: [pt has] ¿been treated the wound care center for several months for this open wound which has not made significant progress and in fact is dehisced and now has exposed mesh. She denies fever has a moderate amount of pain.¿ ¿patient understands that she is high risk for recurrent infection and recurrent hernia giver her comorbidities and recent active cigarette smoking.¿ explant procedure: ¿removal of infected ventral herniorrhaphy mesh with extensive irrigation of infected wound.¿ explant date: (B)(6) 2014 ¿there is a large amount of foul-smelling purulent exudate covering the mesh on both sides. Initial plan had been to remove the infected mesh and perform a component separation repair; however, both dr. (B)(6) and l felt like because of the extensive nature of the infection of the wound and mesh that we should discontinue the procedure after removing the mesh and allow all infection and contamination to resolve prior to performing a secondary hernia repair.¿ ¿the entire mesh is now removed by cutting out all sutures and removing them.¿ ¿at this point, the decision is made as stated above to not proceed with the component separation repair, but rather allow the infection to resolve completely. Accordingly, the wound is dressed with adaptic dressing placed into the exposed intestine, which seems to be adherent into the wound and therefore unlikely to become eviscerated. On top of this, kerlix soaked in ancef solution is applied and then abd gauze on top of that. An abdominal binder was then applied.¿ relevant medical information: (B)(6) 2014: wound culture from (B)(6) 2019 procedure: ¿moderate growth viridans streptococcus group¿ (B)(6) 2014: ¿wound vac is in place. There is no obvious surrounding erythema or induration of her skin that is exposed.¿ (B)(6) 2014: ¿patient states she has noticed some redness around the wound edges and it is very itchy. Also [complains of] odor. Upon exam did notice an odor to the drainage in the canister.¿ ¿the wound is smaller requiring less foam to fill the cavity. Peri-wound fungal infection. No clinical s/s [signs and symptoms] of wound infection.¿ (B)(6) 2014: the canister is approximately 70% full of cloudy serosanguinous drainage. The odor is coming from the canister. Reports no other difficulties.¿ ¿good seal obtained. No s/s of infection. Odor due to the acell graft material.¿ (B)(6) 2014: ¿wound care center had recommended she come back to see me about possibly closing her wound. She continues to have the wound vac in place and as semi-purulent discharge.¿ ¿I explained to the patient that given the appearance of her wound vac drainage and delayed abdominal incision and closure after active abscess and cellulitis and removal of infected mesh would not be advisable. Recommendation would be to continue with wound vac therapy and allow this to heal by secondary intention.¿ (B)(6) 2014: ¿large scar noted of mid abdomen, appears well-healed.¿ (B)(6) 2014: abdominal ultrasound: ¿bowel containing ventral abdominal wall hernia with a 7 cm abdominal wall defect.¿ (B)(6) 2015: ¿wounds now completely healed but continues to have a significant incisional hernia which causes her intermittent discomfort and pain.¿ [patient¿s] ¿success would improve if she is smoking free for 6 weeks prior and significant weight loss and lowering her bmi below 35. I explained to her that w/ a high bmi, she is at least 20% risk of hernia recurrence. Pt [patient] states pain is tolerable and functional. Discussed diet and exercise. Pt plan to come back and see me once bmi is dropped below 35.¿ conclusion: it should be noted that the gore® dualmesh® plus biomaterial instructions for use includes warnings and addresses the following adverse reactions among others: ¿possible adverse reactions with the use of any tissue deficiency prosthesis may include, but are not limited to, contamination, infection, inflammation, adhesion, fistula formation, seroma formation, hematoma, and recurrence.¿ the gore® dualmesh® plus biomaterial instructions for use also states: ¿as with any implantable surgical device, strict aseptic techniques should be followed. If an infection develops, it should be treated aggressively. An unresolved infection may require removal of the device." The instructions for use further warn: ¿when using this device as a permanent implant and exposure occurs, treat to avoid contamination, or device removal may be necessary.¿ procedure and specific patient factors may contribute to or cause infection, leading to contamination, exposure, lack of incorporation and/or seeding of device. Procedure related factors may include adherence to clinical guidelines on infection risk management, contamination of device prior to or during implant, and post-operative wound management. Patient risk factors may include diabetes, smoking, age, malnutrition, immunosuppressive therapy, post-operative instruction noncompliance, and hygiene. As with any surgical procedure, there are always risks of complications for surgical repair of hernias and soft tissue deficiencies, with or without mesh. These may include but are not limited to, adhesions and related harms, bleeding, bowel obstruction, dysphagia, erosion or extrusion and related harms, exposure or protrusion and related harms, fever, fistula, gerd recurrence, recurrence, ileus, increased procedure time and related harms, irritation or inflammation, infection, pain, paresthesia, perforation, revision / re-intervention, seroma or hematoma and related harms, wound complications and wound dehiscence. Many of the potential complications are associated with the patient¿s underlying disease progression, co-morbidities, additional medical history and/or other surgical procedures. The device was not able to be returned to gore for evaluation; therefore, a direct product analysis could not be conducted. Review of the manufacturing records verified that the lot met all pre-release specifications. The investigation concluded that there is no relationship between the device history record findings and the event. All available information has been placed on file for use in product surveillance, tracking, trending and follow-up. Section c1: name: plus antimicrobial product coating manufacturer/compounder: w. L. Gore & associates, inc. Lot number 11592836 additional manufacturer narrative: the plus antimicrobial product coating contains silver carbonate [approximately 800 micrograms per cubic centimeter of product (¿g/cm3)], and chlorhexidine diacetate [approximately 1600 micrograms per cubic centimeter of product (¿g/cm3)].

Manufacturer narrative:
Updated results code 1 for manufacturing evaluation. Conclusion code remains unchanged. Added method/results/conclusions code 2 for sterilization evaluation.

Manufacturer narrative:
Added common device name, added lot #, catalog #, expiration date, di #, added PMA/510k #, added device manufacture date, updated method/results codes. Conclusion code remains unchanged.

Manufacturer narrative:
H6: updated health effect- clinical code. H6: updated investigation conclusions. H6: health effect impact code: f1903: device explantation. H6: additional investigation conclusion: d17: appropriate code/term not available for ¿withdrawn complaint¿. Previous patient code (1930) was reported based on the original complaint and are no longer applicable per gore¿s investigation. This claim was withdrawn, and the alleged product complaint is no longer being pursued at this time. No further investigation is required at this time. In the absence of additional information or medical records from the complainant, this event file will be closed with the information provided. Medical records: the known medical records span (B)(6) 2013 through (B)(6) 2015, and not all records received in this time span are relevant to gore® dualmesh® plus biomaterial. Patient information: medical history: hypertension. Crohn¿s disease. Diabetes mellitus. Smoker ¿ 1 pack/day x 15 years. Obesity. ­ (B)(6) 2014: 225 lbs., bmi 38.62. (B)(6) 2005: ¿2 large hernias above the umbilicus in the old incision.¿ prior surgical procedures: (B)(6) 2001: ¿small intestine surgery¿ (B)(6) 2007: exploratory laparotomy with oophorectomy (B)(6) 2012: incarcerated ventral hernia repair implant preoperative complaints: (B)(6) 2013: CT abdomen: ¿several surgical staple lines within the small intestine. Possible short-segment mild inflammation in the distal ileum extending to 1 of the staple lines.¿ ¿two fat containing ventral hernias. One of these appears to contain omental fat and appears to tether the mid transverse colon to the anterior abdominal wall resulting in a functional stricture. No bowel is present in either of the hernias. There is a long segment of thick-walled jejunum without focal mass, stricture or definite evidence of active inflammation.¿ (B)(6) 2014: ¿she has a longstanding history of ventral hernia, apparently originating from a bowel resection surgery for crohn¿s in 2001 by her report. She had surgery for what sounds like an incarcerated hernia in reno in june of 2012. She has had recurrent symptoms of pain along the incision for the last six months.¿ ¿I think the first priority for [the patient] is weight loss. She is morbidly obese and she is at high risk for secondary hernia recurrence in the absence of weight loss prior to any surgical intervention.¿ (B)(6) 2014: ¿also concerned about ventral hernia which is causing more discomfort when she walks or sits up. Saw a surgeon last fall who would not operate until she had lost weight. Patient interested in second opinion.¿ (B)(6) 2014: ¿several month history of painful abdominal incisional hernia while living in olympia recently in (B)(6) 2013 she was seen and an abdominal CT scan was which showed actually 3 hernias. Tiny one in the umbilical region and 2 large hernias above the umbilicus in the old incision which was performed in (B)(6) 2005 for what sounds like abdominal and strangulated abdominal incisional hernia.¿ implant procedure: ¿mesh repair of multiple abdominal incisional hernias.¿ implant: gore® dualmesh® plus biomaterial (11592836/1dlmcp08) 26 cm x 34 cm, oval. Implant date: (B)(6) 2014 [hospitalized from (B)(6) 2014 through (B)(6) 2014] description of hernia being treated: ¿an incision is made directly overlying the hernia site. This was carried sharply down through the skin and subcutaneous tissue. The hernia is encountered. Palpation from within the abdomen reveals multiple other hernias. The incision is therefore extended. The old prolene appearing mesh is encountered and prolonged and tedious dissection is required to eventually excise this mesh from the abdomen. The incision requires extension both superiorly and inferiorly because of the palpation of additional hernias from within. Eventually all the hernias are joined into one large incision.¿ implant size and fixation: ¿a large piece of gore-tex dualmesh plus is brought up onto the field and then sutured into a retro abdominal wall position with interrupted horizontal mattress sutures of 0 prolene.¿ post-operative period: [one week] ­ (B)(6) 2014: ¿patient has significant amount of drainage from her midline laparotomy incision. It appears to be serosanguineous [sic] at this point she is not changing the dressing frequently she is wearing an abdominal velcro binder. The mother is apparently caring for the patient while she recovers from surgery I told the mother to be sure this dressing is changed at least 4 times a day and gave him [sic] a prescription for additional abd dressings an additional velcro abdominal binders [sic] I will see her back next tuesday in the office. I explained to the patient and her mother that with this drainage is that it is at increased risk for wound infection. Unfortunately the patient is a smoker of one pack per day also increases her risk of wound complications and infection.¿ ­(B)(6) 2014: ¿she is a week and a half post ventral hernia repair with mesh. When I saw her last week there was a moderate amount of serosanguineous [sic] drainage. This has slowed down significantly. On physical exam the wound is healing appropriately is no evidence of infection at this time I told the patient and her family to continue frequent changes of the dressing and went [sic] to see her back in 3 days time.¿ relevant medical information: (B)(6) 2014: ¿midline wound has a seroma several staples removed and a portion of the skin in the mid portion of the wound is open cotton-tipped swab was inserted a rush of serum escapes samples of which are taken for gram stain culture and sensitivity. We will arrange for a wound care clinic referral. The patient and family are informed that this increases the risk of infection of the gore-tex mesh which if it occurs likely would require removal at [sic] that mesh. The patient is diabetic and admits to smoking at least one half pack cigarettes a day which are clearly contributing to poor wound healing.¿ (B)(6) 2014: wound culture: ¿light growth staphylococcus species, not aureus.¿ (B)(6) 2014: ¿patient is s/p ventral hernia repair with mesh and then developed what appears to be a seroma.¿ ¿upon exam and dressing removal found midline incision with open draining wound anterior to the umbilicus. The wound opening is 1.3 cm x 0.7 cm with loose tan slough visible. There are 3 staples anterior to the wound opening that would benefit from being removed. One is not across the incision and two others are bridging the incision with no contact to the wound edges.¿ ¿no wound odor or clinical s/s of infection.¿ (B)(6) 2014: ¿amount of serous drainage from the wound has decreased markedly. I explained to her that if the gore-tex mesh becomes infected graft to be removed and then the best solution after that would be a component separation repair of abdominal wall.¿ (B)(6) 2014: ¿on examination today av gore-tex mesh is clearly visible and the opening midportion of her laparotomy incision w/ some drainage coming from it. She has an appointment to see a plastic surgeon dr. (B)(6) ,(B)(6) whom I referred her to regarding the likely necessity for removal of the gore-tex mesh w/ conversion to an open component separation procedure because of the infection of the gore-tex. Pt continues to smoke and I told her to have her cigarette smoking completely discontinued by the time she sees dr.(B)(6) on (B)(6) for (B)(6) in preparation for surgery.¿ explant preoperative complaints: (B)(6) 2014: [pt has] ¿been treated the wound care center for several months for this open wound which has not made significant progress and in fact is dehisced and now has exposed mesh . She denies fever has a moderate amount of pain .¿ ¿patient understands that she is high risk for recurrent infection and recurrent hernia giver her comorbidities and recent active cigarette smoking.¿ explant procedure: ¿removal of infected ventral herniorrhaphy mesh with extensive irrigation of infected wound.¿ explant date: (B)(6) 2014 ¿there is a large amount of foul-smelling purulent exudate covering the mesh on both sides. Initial plan had been to remove the infected mesh and perform a component separation repair; however, both dr.(B)(6) felt like because of the extensive nature of the infection of the wound and mesh that we should discontinue the procedure after removing the mesh and allow all infection and contamination to resolve prior to performing a secondary hernia repair.¿ ¿the entire mesh is now removed by cutting out all sutures and removing them.¿ ¿at this point, the decision is made as stated above to not proceed with the component separation repair, but rather allow the infection to resolve completely. Accordingly, the wound is dressed with adaptic dressing placed into the exposed intestine, which seems to be adherent into the wound and therefore unlikely to become eviscerated. On top of this, kerlix soaked in ancef solution is applied and then abd gauze on top of that. An abdominal binder was then applied.¿ relevant medical information: (B)(6) 2014: wound culture from (B)(6) 2019 procedure: ¿moderate growth viridans streptococcus group¿ (B)(6) 2014: ¿wound vac is in place. There is no obvious surrounding erythema or induration of her skin that is exposed.¿ (B)(6) 2014: ¿patient states she has noticed some redness around the wound edges and it is very itchy. Also [complains of] odor. Upon exam did notice an odor to the drainage in the canister.¿ ¿the wound is smaller requiring less foam to fill the cavity. Peri-wound fungal infection. No clinical s/s [signs and symptoms] of wound infection.¿ (B)(6) 2014: the canister is approximately 70% full of cloudy serosanguinous drainage. The odor is coming from the canister. Reports no other difficulties.¿ ¿good seal obtained. No s/s of infection. Odor due to the acell graft material.¿ (B)(6) 2014: ¿wound care center had recommended she come back to see me about possibly closing her wound. She continues to have the wound vac in place and as semi-purulent discharge.¿ ¿I explained to the patient that given the appearance of her wound vac drainage and delayed abdominal incision and closure after active abscess and cellulitis and removal of infected mesh would not be advisable. Recommendation would be to continue with wound vac therapy and allow this to heal by secondary intention.¿ (B)(6) 2014: ¿large scar noted of mid abdomen, appears well-healed.¿ (B)(6) 2014: abdominal ultrasound: ¿bowel containing ventral abdominal wall hernia with a 7 cm abdominal wall defect.¿ (B)(6) 2015: ¿wounds now completely healed but continues to have a significant incisional hernia which causes her intermittent discomfort and pain.¿ [patient¿s] ¿success would improve if she is smoking free for 6 weeks prior and significant weight loss and lowering her bmi below 35. I explained to her that w/ a high bmi, she is at least 20% risk of hernia recurrence. Pt [patient] states pain is tolerable and functional. Discussed diet and exercise. Pt plan to come back and see me once bmi is dropped below 35.¿ conclusion: it should be noted that the gore® dualmesh® plus biomaterial instructions for use includes warnings and addresses the following adverse reactions among others: ¿possible adverse reactions with the use of any tissue deficiency prosthesis may include, but are not limited to, contamination, infection, inflammation, adhesion, fistula formation, seroma formation, hematoma, and recurrence.¿ the gore® dualmesh® plus biomaterial instructions for use also states: ¿as with any implantable surgical device, strict aseptic techniques should be followed. If an infection develops, it should be treated aggressively. An unresolved infection may require removal of the device." The instructions for use further warn: ¿when using this device as a permanent implant and exposure occurs, treat to avoid contamination, or device removal may be necessary.¿ procedure and specific patient factors may contribute to or cause infection, leading to contamination, exposure, lack of incorporation and/or seeding of device. Procedure related factors may include adherence to clinical guidelines on infection risk management, contamination of device prior to or during implant, and post-operative wound management. Patient risk factors may include diabetes, smoking, age, malnutrition, immunosuppressive therapy, post-operative instruction noncompliance, and hygiene. As with any surgical procedure, there are always risks of complications for surgical repair of hernias and soft tissue deficiencies, with or without mesh. These may include but are not limited to, adhesions and related harms, bleeding, bowel obstruction, dysphagia, erosion or extrusion and related harms, exposure or protrusion and related harms, fever, fistula, gerd recurrence, recurrence, ileus, increased procedure time and related harms, irritation or inflammation, infection, pain, paresthesia, perforation, revision / re-intervention, seroma or hematoma and related harms, wound complications and wound dehiscence. Many of the potential complications are associated with the patient¿s underlying disease progression, co-morbidities, additional medical history and/or other surgical procedures. The device was not able to be returned to gore for evaluation; therefore, a direct product analysis could not be conducted. Review of the manufacturing and sterilization records verified that the lot met all pre-release specifications. Section c1: name: plus antimicrobial product coating . Manufacturer/compounder: w. L. Gore & associates, inc. Lot number 11592836. Additional manufacturer narrative: the plus antimicrobial product coating contains silver carbonate [approximately 800 micrograms per cubic centimeter of product (¿g/cm3)], and chlorhexidine diacetate [approximately 1600 micrograms per cubic centimeter of product (¿g/cm3)]. W.l. Gore & associates, inc. (Gore) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by gore, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Blank fields present on this report include required fields and fields determined to be not applicable. Blank required fields indicate that the information was not provided, was deemed unavailable or was not applicable. This report does not constitute an admission or a conclusion by FDA, gore, or its associates that the device, gore or its associates caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the report and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
Please note the initial medwatch indicates an incorrect date gore aware of (B)(6)2018. The date gore aware of information for the initial report is (B)(6)2018. B7: added patient medical history. D1: added brand name. D2: added common device name. D6: added implant date. G5: added PMA/510(k) # and combination product selection. H6: codes 4118/3221 remain unchanged - product identification records for the alleged gore device was not provided. Therefore, a review of the manufacturing records could not be performed. H6: conclusion code remains unchanged. H10/11: added medical record information. Additional details regarding the patient's clinical course were ascertained from a review of medical records and are as follows: records prior to (B)(6)2013, including records for the ¿2 large hernias above the umbilicus in the old incision which was performed in june of 2005¿ as noted in the (B)(6)2014 procedure, were not provided. Additionally, there are no records detailing the origin of the incisional hernias or for the prior multiple abdominal procedures performed on this patient. Records dated (B)(6)2013 indicate a CT of the abdomen and pelvis was performed. ¿clinical information: [history] of crohn¿s.¿ ¿impression: ¿several surgical staple lines within the small intestine. Possible short-segment mild inflammation in the distal ileum extending to 1 of the staple lines.¿ ¿two fat containing ventral hernias. One of these appears to contain omental fat and appears to tether the mid transverse colon to the anterior abdominal wall resulting in a functional stricture. No bowel is present in either of the hernias. There is a long segment of thick-walled jejunum without focal mass, stricture or definite evidence of active inflammation.¿ records dated (B)(6)2014 indicate the patient was seen for a ventral hernia. ¿several month history of painful abdominal incisional hernia while living in olympia recently in (B)(6)2013 she was seen and a abdominal CT scan was which showed actually 3 hernias. Tiny one in the umbilical region and 2 large hernias above the umbilicus in the old incision which was performed in (B)(6) 2005 for what sounds like abdominal and strangulated abdominal incisional hernia.¿ ¿review of symptoms: complains of fatigue back pain bowel irregularity heartburn nausea depression anxiety¿.¿ abdominal exam notes state: ¿there is any obviously palpable recurrent abdominal incisional hernia just above the umbilicus.¿ ¿impression: recurrent multiple abdominal incisional hernias. Plan: mesh repair of same.¿ discharge summary records dated (B)(6)2014 state the patient was admitted on(B)(6)2014 and underwent ¿mesh repair of abdominal incisional hernias.¿ discharge diagnosis states: ¿recurrent abdominal incisional hernia with multiple incisional hernias.¿ an operative report for the (B)(6)2014 procedure was not provided. Additionally, there are no product identification records for the mesh used during the (B)(6)2014 procedure . Records dated (B)(6) 2014 state: ¿patient has significant amount of drainage from her midline laparotomy incision. It appears to be serosanguineous at this point she is not changing the dressing frequently she is wearing an abdominal velcro binder. The mother is apparently caring for the patient while she recovers from surgery I told the mother to be sure this dressing is changed at least 4 times a day and gave him a prescription for additional a. Bd dressings an additional velcro abdominal binders I will see her back next tuesday in the office. I explained to the patient and her mother that with this drainage is that it is at increased risk for wound infection. Unfortunately the patient is a smoker of one pack per day also increases her risk of wound complications and infection.¿ records dated (B)(6) 2014 state: ¿she is a week and a half post ventral hernia repair with mesh. When I saw her last week there was a moderate amount of serosanguineous drainage. This has slowed down significantly. On physical exam the wound is healing appropriately is no evidence of infection at this time I told the patient and her family to continue frequent changes of the dressing and went to see her back in 3 days time.¿ records dated(B)(6)2014 state: ¿several staples are removed from her wound there is still some serous drainage from the wound but it is decreasing¿¿ records dated (B)(6)2014 state: ¿midline wound has a seroma several staples removed and a portion of the skin in the mid portion of the wound is open cotton-tipped swab was inserted a rush of serum escapes samples of which are taken for gram stain culture and sensitivity. We will arrange for a wound care clinic referral. The patient and family are informed that this increases the risk of infection of the gore-tex mesh which if it occurs likely would require removal at that mesh. The patient is diabetic and admits to smoking at least one half pack cigarettes a day which are clearly contributing to poor wound healing .¿ a culture report dated (B)(6)2014 regarding a specimen collected(B)(6)2014 states: ¿diagnosis: seroma complicating procedure, sequelae. Other comment: and gram stain.¿ ¿final report: light growth staphylococcus species, not aureus. Susceptibility not performed. Light growth diptheroid bacilli. Gram stain report: few wbc¿s. Rare epithelial cells. Moderate gram positive cocci. Rare gram negative rods.¿ records dated(B)(6)2014 state the patient was seen for abdominal wound evaluation and treatment. ¿patient is s/p ventral hernia repair with mesh and then developed what appears to be a seroma.¿ ¿upon exam and dressing removal found midline incision with open draining wound anterior to the umbilicus. The wound opening is 1.3 cm x 0.7 cm with loose tan slough visible. There are 3 staples anterior to the wound opening that would benefit from being removed. One is not across the incision and two others are bridging the incision with no contact to the wound edges. The anterior incision is intact with staples in place. There is mild erythema at the staple sites.¿ ¿the incision was probed to find a fan shaped pocket measuring 6.5 cm deep up under the skin surface from 10-2 o'clock. Serous drainage. The abdomen is soft with no noted masses. Bowel tones in all four quadrants. Cleansed the wound with sterile ns¿.remove the three sutures which were removed without difficulty. Gently packed the wound with tegaderm rope to wick the drainage. Dressed the wound with an abd and secured with an abdominal binder.¿ ¿no wound odor or clinical s/s of infection.¿ records dated (B)(6) 2014 state: ¿amount of serous drainage from the wound has decreased markedly. I explained to her that if the gore-tex mesh becomes infected graft to be removed and then the best solution after that would be a component separation repair of abdominal wall. Product identification records for the alleged ¿gore-tex mesh¿ were not provided. Records dated (B)(6)2014 state the patient was seen for follow up ¿to evaluate and treat the small midline open wound anterior to the umbilicus, the opening is the same size as 5/22 with a tan slough visible in the wound bed. The row of staples above the opening remain intact..¿ records dated(B)(6)2014 state: ¿the patient was seen at the franciscan wound care clinic yesterday. On examination today av gore-tex mesh is clearly visible and the opening mid portion of her laparotomy incision with some drainage coming from it. She has an appointment to see a plastic surgeon dr. (B)(6)this coming monday on june 2 whom I referred her to regarding the likely necessity for removal of the gore-tex mesh with conversion to an open component separation procedure because of the infection of the gore-tex. Patient continues to smoke and I told her to have her cigarette smoking completely discontinued by the time she sees dr. (B)(6)on monday june 2nd in preparation for surgery.¿ product identification records for the alleged ¿gore-tex mesh¿ were not provided. Pre-operative records dated (B)(6)2014 state: ¿41-year-old female with incisional hernia presents with an open abdominal wounds and exposed and synthetic mesh. She's been treated the wound care center for several months for this open wound which has not made significant progress and in fact is dehisced and now has exposed mesh. She denies fever has a moderate amount of pain.¿ ¿plan: incisional hernia with exposed synthetic mesh. We discussed a variety of options including simple removal of the mesh to removal of mesh, bilateral component separation abdominal wall reconstruction and supplementation with a biologic gr aft. Also spoken with dr. (B)(6) about these procedures and everyone seems to favor component separation and biologic grafting.¿ ¿patient understands that she is high risk for recurrent infection and recurrent hernia given her comorbidities and recent active cigarette smoking. Patient states that she has not been cigarette for more than a week. She is also diabetic.¿ operative records dated (B)(6) 2014 indicate the patient underwent ¿removal of infected ventral herniorrhaphy mesh with extensive irrigation of infected wound.¿ findings state: ¿the patient is approximately five weeks after insertion of a gore-tex dualmesh +4 [sic] for a recurrent ventral hernia. The patient developed the stroma [sic], which then leaked from the abdominal skin incision and a portion of the skin of the incision opened and the mesh became infected and exposed. Therefore, it is being removed at this time. There is a large amount of foul-smelling purulent exudate covering the mesh on both sides. Initial plan had been to remove the infected mesh and perform a component separation repair; however, both dr. (B)(6) and l felt like because of the extensive nature of the infection of the wound and mesh that we should discontinue the procedure after removing the mesh and allow all infection and contamination to resolve prior to performing a secondary hernia repair.¿ product identification records for the ¿gore-tex dualmesh¿ were not provided. The (B)(6)2014 operative report states: ¿the old midline incision is reincised, excising a portion of the skin. Prior to prepping the abdomen, the specimens of the purulent material obtained for gram stain, culture and sensitivity. The entire mesh is now removed by cutting out all sutures and removing them. Extensive pulse lavage irrigation of the entire wound is now performed using a triple antibiotic solution is the irrigated. This is done with some 3 l of that irrigant .¿ the (B)(6)2014 operative records continue: ¿at this point, the decision is made as stated above to not proceed with the component separation repair, but rather allow the infection to resolve completely. Accordingly, the wound is dressed with adaptic dressing placed into the exposed intestine, which seems to be adherent into the wound and therefore unlikely to become eviscerated. On top of this, kerlix soaked in ancef solution is applied and then abd gauze on top of that. An abdominal binder was then applied.¿ a pathology report describing analysis of the explanted ¿gore-tex dualmesh¿ was not provided. A wound culture and gram stain report dated (B)(6)2014 regarding specimens collected (B)(6)2014 state: ¿final report: moderate growth viridans streptococcus group. Gram stain report: numerous wbc¿s. Moderate gram negative rods. Few gram positive cocci.¿ records dated (B)(6)2014 state the patient was seen ¿¿for routine followup. We had planned component separation reconstruction unfortunately she had active infection in the procedure was not performed. She's underwent simple debridements irrigation and wound vac placement. Patient has multiple concerns about the potential scarring but is otherwise doing well.¿ ¿physical examination: wound vac is in place. There is no obvious surrounding erythema or induration of her skin that is exposed. Diagnosis: abdominal wound infection. Plan: continued wound care until it heals by secondary intention.¿ additional notes from a (B)(6)2014 visit states: ¿the wound has no tunnels or undermining and shows the beginning of granulation even over the base of the wound. The peri-wound edges have a few areas of fine red rash mainly anterior to the wound.¿ ¿drainage was serosanguinous with approximately 1 /4 cannister full. Assessment: patient tolerated the procedure well with pain estimated at 5/10. No s/s of infection. Granulation evident even in the base of the wound.¿ wound recheck records dated (B)(6)2014 state: ¿patient states she has noticed some redness around the wound edges and it is very itchy. Also [complains of] odor. Upon exam did notice an odor to the drainage in the cannister.¿ ¿assessment: the wound is smaller requiring less foam to fill the cavity. Peri-wound fungal infection. No clinical s/s of wound infection.¿ wound recheck records dated (B)(6)2014 state: ¿patient states that she has had much less itching since last seen and still notices a little odor from the cannister but not as much.¿ ¿assessment: fungal skin infection responding to treatment. Good granulation.¿ wound recheck records dated (B)(6)2014 state: ¿patient reports an increase in the odor. The cannister is approximately 70% full of cloudy serosanguinous drainage. The odor is coming from the cannister. Reports no other difficulties.¿ ¿assessment: good seal obtained. No s/s of infection. Odor due to the acell graft material.¿ wound recheck records dated (B)(6)2014 state: ¿patient states the odor to the wound drainage is very noticeable. Wishes to have the tubing and the cannister changed. [Complains of] a little more itching at the wound edges.¿ ¿assessment: odor due to acell graft product. No s/s of infection.¿ records dated (B)(6)2014 state the patient was seen for follow up. ¿patient states that the wound care center had recommended she come back to see me about possibly closing her wound. She continues to have the wound vac in place and as semi-purulent discharge.¿ ¿physical examination: abdomen is soft and tender. Her wound vac is in place. Diagnosis: 1. Wound dehiscence, subsequent encounter. Plan: I explained to the patient that given the appearance of her wound vac drainage and delayed abdominal incision and closure after active abscess and cellulitis and removal of infected mesh would not be advisable. Recommendation would be to continue with wound vac therapy and allow this to heal by secondary intention.¿ wound recheck records after (B)(6)2014 indicate continued healing and granulation of the abdominal wound with no signs or symptoms of infection . A potential relationship, if any, between the alleged injuries or complications and the gore device is unclear from the provided information at this time. It should be noted that the gore dualmesh® biomaterial instructions for use includes warnings and addresses the following adverse reactions among others: ¿possible adverse reactions with the use of any tissue deficiency prosthesis may include, but are not limited to, contamination, infection, inflammation, adhesion, fistula formation, seroma formation, hematoma, and recurrence.¿ the gore dualmesh® biomaterial instructions for use also states: ¿strict aseptic techniques should be followed. If an infection develops, it should be treated aggressively. An unresolved infection may require removal of the material.¿ w.l. Gore & associates, inc. (Gore) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by gore, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Blank fields present on this report include required fields and fields determined to be not applicable. Blank required fields indicate that the information was not provided, was deemed unavailable or was not applicable. This report does not constitute an admission or a conclusion by FDA, gore, or its associates that the device, gore or its associates caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the report and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
H6: conclusion code remains unchanged. H10/11: added medical record information. Additional details regarding the patient's clinical course were ascertained from a review of medical records and are as follows: (B)(6) 2014: chi franciscan health. Gale, hull, arnp. Office notes. S/p ventral hernia repair w/ mesh, developed what appears to be a seroma. Wound culture + gram stain. Final report: light growth staphylococcus species, not aureus. Light growth diphtheroid bacilli. Gram stain report: few wbc¿s, rare epithelial cells, moderate gram-positive cocci, rare gram-negative rods. Upon exam and dressing removal found midline incision w/ open draining wound anterior to umbilicus. Wound opening is 1.3 cm x 0.7 cm w/ loose tan slough visible. There are 3 staples anterior to the wound opening that would benefit from being removed. One is not across the incision and two others are bridging the incision w/ no contact to the wound edges. The anterior incision is intact w/ staples in place. Mild erythema at staple sites. Photo taken. Incision probed to find a fan shaped pocket measuring 6.5 cm deep up under skin surface from 10-2 o'clock. Serous drainage. Abdomen soft w/ no noted masses. Bowel tones in all four quadrants. Cleansed wound w/ sterile ns. Received verbal permission from dr. (B)(6) to remove the three sutures which were removed w/out difficulty. Gently packed wound w/ tegaderm rope to wick the drainage. Dressed the wound w/ an abo and secured w/ an abdominal binder. Instructed the mother on how to do the wound dressing and provided supplies. Impression: no wound odor or clinical s/s of infection. Plan: begin local wound therapy to encourage the autolytic debridement of the slough. Will place vac as soon as available if successful. (B)(6) 2014: chi franciscan health. Steven duras, md. Office notes. Pt seen at wound care clinic at st. Joseph hospital this week, nurses have her packing the opening in her incision once a day and we have demented application of a wound vac. Amount of serous drainage from wound has decreased markedly. I explained to her that if the gore-tex mesh becomes infected, graft to be removed and best solution after that would be a component separation repair of abdominal wall. Will make appointment w/ dr.(B)(6) wilcox for consultation. (B)(6) 2014: chi franciscan health. Gale hull, arnp. Office notes. On examination today av gore-tex mesh is clearly visible and the opening midportion of her laparotomy incision w/ some drainage coming from it. She has an appointment to see a plastic surgeon dr. (B)(6) whom I referred her to regarding the likely necessity for removal of the gore-tex mesh w/ conversion to an open component separation procedure because of the infection of the gore-tex. Pt continues to smoke and I told her to have her cigarette smoking completely discontinued by the time she sees dr. (B)(6) on monday for (B)(6) in preparation for surgery. (B)(6) 2014: chi franciscan health. Todd wilcox, md. Office notes. Cc: consult/preop hernia repair/component separation. Hpi: incision hernia w/ open abdominal wounds, exposed, synthetic mesh. Treated at wound care center for several months for open wound, has not made significant progress and is dehisced and now has exposed mesh. Denies fever, has moderate amount of pain. Pmh: crohn¿s disease, abdominal pain, nausea, vomiting. Polycystic ovarian disease. Psh: hysterectomy. Small intestine surgery. Exploratory laparotomy w/ oophorectomy. Ventral hernia repair w/ mesh. Social hx: former smoker 0.5 packs/day for 15 years. Wt 201 lbs, bmi 34.48. Exam: unremarkable except moderated abdominal tenderness. Incision is open, mesh exposed. Impression: incisional hernia w/ out mention of obstruction or gangrene. Plan: incisional hernia w/ exposed synthetic mesh. Discussed variety of options including simple removal of mesh, bilateral component separation abdominal wall reconstruction and supplementation w/ biologic graft. These procedures risks and complications discussed w/ pt in detail, all questions were answered. Pt understands she is at high risk for recurrent infection and recurrent hernia given her comorbidities and recent active cigarette smoking. Pt states she has not been cigarette smoking for more than a week. Also, a diabetic. (B)(6) 2015: chi franciscan health. Todd wilcox, md. Office notes. Hpi: 6-month s/p exploration of abdomen and removal of infected mesh by dr. (B)(6).wounds now completely healed but continues to have a significant incisional hernia which causes her intermittent discomfort and pain. Lost 60 pounds since operation. Recently seen dt. Norman burns and is interested in eventual hernia repair. Dr.(B)(6) has referred her to see me for discussion and assessment for component separation abdominal wall reconstruction w/ repair of incisional hernia. Impression: incision hernia w/out mention of obstruction or gangrene. Plan: I agree w/ dr. (B)(6) that when her hernia is repaired it would benefit from a component of myofascial advancement flap reconstruction w/ supplemental biologic grafting. Pts success would improve if she is smoking free for 6 weeks prior and significant weight loss and lowering her bmi below 35. I explained to her that w/ a high bmi, she is at least 20% risk of hernia recurrence. Pt states pain is tolerable and functional. Discussed diet and exercise. Pt plan to come back and see me once bmi is dropped below 35. A potential relationship, if any, between the alleged injuries or complications and the gore device is unclear from the provided information at this time. It should be noted that the gore dualmesh® plus biomaterial instructions for use includes warnings and addresses the following adverse reactions among others: ¿possible adverse reactions with the use of any tissue deficiency prosthesis may include, but are not limited to, contamination, infection, inflammation, adhesion, fistula formation, seroma formation, hematoma, and recurrence.¿ the gore dualmesh® plus biomaterial instructions for use also states: ¿strict aseptic techniques should be followed. If an infection develops, it should be treated aggressively. An unresolved infection may require removal of the material.¿ w.l. Gore & associates, inc. (Gore) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by gore, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Blank fields present on this report include required fields and fields determined to be not applicable. Blank required fields indicate that the information was not provided, was deemed unavailable or was not applicable. This report does not constitute an admission or a conclusion by FDA, gore, or its associates that the device, gore or its associates caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the report and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. This statement should be included with any information or report disclosed to the public under the freedom of information act.